Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 22gax1.00in prn/ec slm leaked. The patient was admitted for chronic obstructive pulmonary disease (copd). A peripheral intravenous catheter was placed in the dorsal cephalic vein of the left hand. During administration of mucolytic medication, the nurse noticed sudden swelling at the puncture site during rounds. The patient reported localized distension and pain, with no bleeding or fever. Extravasation of the infusion solution is suspected.

Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. The abnormal leakage condition of the defective sample cannot be identified, so the root cause of leakage cannot be determined. The plant will continue to track the trend of this issue.

Event description:
No additional information.